Event description:
The customer reported several drops of a mixture of blood, diluent, and clenz solution leaked in to the blood sampling valve (bsv) and on the counter top involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) isolated the failure to a cracked rinse block fitting. The fse also noted a loose drain block. The fse replaced the probe wipe assembly including the rinse and drain blocks. The fse then verified probe wipe alignment and drainage. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the cracked rinse block fitting. (B)(4).